Manufacturer narrative:
Additional information: section h imdrf codes, manufacturer narrative, section d medical device serial, unique identifier (UDI), device manufacture date, concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin label printer had been smearing across half of the printed labels. A field service engineer (fse) observed residue and sticky resin buildup on the printer¿s print head, which was causing label smearing. After thoroughly cleaning the printer, functionality was restored and labels printed normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the connected zebra printer smeared labels while printing. The insulin printer was reported to smear approximately half of the insulin label. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the connected zebra printer smeared labels while printing. The insulin printer was reported to smear approximately half of the insulin label. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.